Event description:
On 13/mar/2025, pmqa received notification from legal that the plaintiff profile form (ppf) was received on 12/mar/2025. As per the ppf form, the patient underwent recurrent umbilical hernia surgery and was implanted with the strattice device lot# unknown on (B)(6)2012. On (B)(6)2021, patient underwent lysis of adhesions with explantation of old mesh and repair of recurrent hernia. Patient was implanted with a non-abbvie device, bard ventralight echo. The form indicates that the device has not been removed/revised. As per the ppf form, the patient claims: recurrence, adhesions, pain and suffering, mesh curled. The form lists the condition that was treated: from (B)(6) 2021, adhesions, recurrence, curled mesh.

Manufacturer narrative:
Additional and/or corrected data. The lot associated with this event was not reported and remains unknown; therefore, a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, and without relevant patient factors, a relationship between the event and strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, the information will be sent to post market quality assurance for further evaluation. To date, no additional information has been received. No further actions are required, a nonconformance was not confirmed.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2012. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.